Event description:
The customer reported that their insulin cartridge leaked, causing them to cease using the pump due to a lack of trust in its reliability. They experienced the issue once but did not initially inform technical support. It was unclear if the leak impacted the customer's blood glucose level, as they declined to provide information about their blood glucose readings. The customer switched to multiple daily injections as a backup therapy following the incident. Technical support advised the customer to inform them of any such issues in the future and proceeded to replace the pump with an updated model, the t:slim x2, to ensure customer satisfaction. The customer was instructed to send the faulty pump back using a provided return box and pre-paid label.